Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
It was reported that a certas plus valve was not refilling and draining properly. Issue discovered during surgery; no delays over 30 minutes reported. The valve was revised and replaced with a different certas plus. Patient was reported to be stable after procedure.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 3. The valve was visually inspected; it was noted that the needle base was slight raised. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested. No leaks were noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-8804pl, with lot 155455 conformed to the specifications when released to stock in 19th september 2017. No root cause could be determined as no problem was noted with the valves during investigation. The root cause for the slightly raised needle guard base, was probably due to user error, as noted in the IFU, this however could not be determined : (do not fold or bend the valve during insertion. Folding or bending might cause rupture of the silicone housing, needle guard dislodgement, or occlusion of the fluid pathway.) Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.